Event description:
IV nurse called to start saline lock for IV ab's and solu medrol. Left forearm prepped in normal matter for IV start. #20 ga inserted without difficulty. Wings of IV cath secured with tape. Dressing applied. Rn had just attached 7 in extension when she noted small amount of blood welling up under dressing, where IV cath enters skin. Rn pulled back dressing to assess. Wiped blood away with 2x2 gauze. Blood can't ooze. Then noted that green winged portion of IV cath was completely separated from plastic sheath (cath portion) of IV cath. Rn immediately retied tourniquet to pt's arm and called for assistance. Hematoma started to develop around puncture site. Physicians notified.